Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and failure analysis (fa) investigations confirmed the customer reported complaint. The instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end at the bipolar yaw pulley. There was no material missing and no thermal damage was observed. Electrical continuity was tested and passed. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Root cause of the damaged conductor wire is attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: failure analysis investigations acknowledges the fenestrated bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the cables of a fenestrated bipolar forceps instrument were defective at the front before the jaws. The procedure was completed with no patient injury nor delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter, but the customer had no further information.